Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Sometimes the cutter stop at 5000 cuts. No patient impact or injury mentioned.